Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with 100cc mentor memorygel breast implants. Post-operatively, the patient experienced dissatisfaction with the appearance of her breasts. As a result, the patient consulted with a medical professional and underwent removal and replacement with 200cc mentor memorygel breast implants on (B)(6) 2014. This report is for the right implant. Refer to manufacturing report number: 1645337-2023-08912 for the contralateral event.